Event description:
It was reported that the ventilator had an inop alarm with no air flow while connected to a patient. The patient was placed on the backup ventilator with no patient harm reported. The ventilator was tested using a test lung with no alarms or inop conditions. No patient harm reported.